Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 460 mg/dl and current blood glucose is 217 mg/dl, 181 mg/dl, 247 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin delivery was not suspended due to sensor glucose values. The insulin pump will not be returned for analysis.